Event description:
Olympus was informed that during a total laparoscopic hysterectomy (tlh) procedure the first thunderbeat hand instrument was replaced due to a damaged teflon pad; the second instrument was replaced due to the tip of the probe breaking off. The procedure was completed using a third instrument from the same lot. There was no patient injury reported.

Manufacturer narrative:
The thunderbeat hand instrument was returned to olympus for evaluation. The evaluation confirmed the user's experience. The teflon pad was found melted and partially detached from the grasping section. Abrasion marks were found on the probe and in a similar site on the electrode of the grasping section. The damage found was attributed to continuous activation of the output without grasping any tissue in the grasping section, which caused the probe and the electrode of the grasping section to be in direct contact (jaw closed). The device was tested using an esg-400/usg-400 and no problem was found.